Event description:
Same case as MFR# 2134265-2010-05715 and 2134265-2010-05716. It was reported that post a stenting treatment procedure stent thrombosis occurred. Three taxus express2 stents, sizes 2.75x28mm, 2.72x28mm and 2.50x24mm, were implanted in the right coronary artery (rca). Six months later the stents thrombosed and the patient underwent open heart surgery. Four and half years later an additional taxus stent was implanted in the left main artery (lm). It was noted that the lm had not been bypassed before. The patient's current condition is okay. Additional information was requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).